Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified weight to the spec, deformation, crease fold, white particles. Voids and cloudy color in the gel observed after autoclave cycle. Observed split in patch area (ss), it is out of specification per qa 199.04 was identified which is characterized as a workmanship. Based on the device analysis the final assessment is: workmanship due to split in patch area. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device has been explanted.